Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range pacing impedances were exhibited with this right ventricular lead; therapy deactivated. A subsequent follow-up showed similar lead findings and the physician elected to explant and replace the lead. The patient was reportedly in chronic atrial fibrillation and exhibited no ventricular events.